Event description:
The pt reported she had no stimulation from her scs system beginning on (B)(6) 2014. An sjm rep met with the pt and was able to provide effective stimulation through reprogramming. Add'l info received identified the pt's scs lead was explanted and replaced with two new leads during surgery on (B)(6) 2014 due to invalid impedances and lack of stimulation. The pt reportedly had effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.